Manufacturer narrative:
Section a2: correction. Section d4, h3, h4: additional information. Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(6), and a specific cause of the reported event could not conclusively be determined. The account communicated that the patient had ldh levels of 1024 and devolved dark colored urine on (B)(6) 2019. The patient was treated with aspirin 325 mg daily and persantine 150 mg three times a day (tid). The patient also treated with argatroban drip with ptt goal of 60-80. On (B)(6) 2019, the patient underwent a pump exchange due to acute hemolysis. (B)(6) was returned assembled with the driveline (dl) cut approximately 2" from the pump housing; approximately 2¿ of the internal portion of the dl was also returned, and approximately 27.75¿ of the external portion of the dl was returned (figure 1). The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. The IFU also contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur depending upon the length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 and presented with dark colored urine, lactate dehydrogenase level up to 1024 u/l upon admission. The patient was on aspirin 325 mg daily and persantine 150 mg three times a day (tid). Argatroban drip with ptt goal of 60-80. On (B)(6) 2019, the patient underwent a pump exchange due to acute hemolysis. The patient was currently recovering in the hospital in a stable condition. No further information was provided.